Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. S748471-inv, 748471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck cramps on (B)(6) 2011, migraine headache on (B)(6) 2011, back injury, wrist pain, multigravida, parity 4 ((B)(6) 2001, (B)(6) 2002, (B)(6) 2007 and (B)(6) 2011), delivery, vomiting, nausea, photophobia, anhedonia, difficulty sleeping, rash, itching, constipation and allergic rhinitis. Patient has no gross vaginal or vulvar or cervical lesions, no suicidal or homocidal ideas. Previously administered products included for red bumps on face: hydrocortisone; for an unreported indication: motrin and excedrin. Concurrent conditions included streptococcal pharyngitis since (B)(6) 2011, acute tonsillitis since (B)(6) 2011, temporomandibular joint disorder nos since (B)(6) 2011, overweight, irritable bowel syndrome, seafood allergy and uterine bleeding. Family history included hyperlipidemia (sister), diabetes (maternal grandmother and maternal grandfather) and lung cancer (paternal grandfather). Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as anesthetics, bupivacaine hydrochloride;epinephrine bitartrate (marcaine with epinephrine), ibuprofen, ketorolac tromethamine (toradol) and levonorgestrel (mirena). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage ("persistent bleeding, abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), depression ("depression"), irritability ("irritability"), urinary tract infection ("uti's"), vaginal discharge ("vaginal discharge") and abdominal distension ("extreme bloating, severe bloating(monthly around the time of her menstrual cycle)") and was found to have weight increased ("weight gain"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), severe pain and cramping (monthly around the time of her menstrual cycle)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics, beta-lactamase sensitive penicillins, caffeine;codeine phosphate;paracetamol (tylenol no.1), tramadol and surgery (laparoscopic salpingectomy bilateral with essure device removal, dilation and curettage). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, depression, irritability, urinary tract infection, vaginal discharge, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, irritability, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion.. Pregnancy test - on (B)(6) 2011: results: negative; on (B)(6) 2011: results: negative; on (B)(6) 2014: results: negative. Concerning the injuries in the case, the following ones were described in patient's medical records: dysfunctional uterine bleeding ( confirming genital haemorrhage), bloating, pelvic pain, urinary tract infection, fatigue, weight gain and vaginal discharge. Lot number s748471 is not valid. Lot number: 748471, manufacture date: 2010-06, expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. S748471-inv, 748471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck cramps on (B)(6) 2011, migraine headache on (B)(6) 2011, back injury, wrist pain, multigravida, parity 4 ((B)(6) 2001, (B)(6) 2002, (B)(6) 2007 and (B)(6) 2011), delivery, vomiting, nausea, photophobia, anhedonia, difficulty sleeping, rash, itching, constipation and allergic rhinitis. Patient has no gross vaginal or vulvar or cervical lesions, no suicidal or homocidal ideas. Previously administered products included for red bumps on face: hydrocortisone; for an unreported indication: motrin and excedrin. Concurrent conditions included streptococcal pharyngitis since (B)(6) 2011, acute tonsillitis since (B)(6) 2011, temporomandibular joint disorder nos since (B)(6) 2011, overweight, irritable bowel syndrome, seafood allergy and uterine bleeding. Family history included hyperlipidemia (sister), diabetes (maternal grandmother and maternal grandfather) and lung cancer (paternal grandfather). Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as anesthetics, bupivacaine hydrochloride;epinephrine bitartrate (marcaine with epinephrine), ibuprofen, ketorolac tromethamine (toradol) and levonorgestrel (mirena). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage ("persistent bleeding, abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), depression ("depression"), irritability ("irritability"), urinary tract infection ("uti's"), vaginal discharge ("vaginal discharge") and abdominal distension ("extreme bloating, severe bloating(monthly around the time of her menstrual cycle)") and was found to have weight increased ("weight gain"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), severe pain and cramping (monthly around the time of her menstrual cycle)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics, beta-lactamase sensitive penicillins, caffeine; codeine phosphate;paracetamol (tylenol no.1), tramadol and surgery (laparoscopic salpingectomy bilateral with essure device removal, dilation and curettage). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, depression, irritability, urinary tract infection, vaginal discharge, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, irritability, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram on (B)(6) 2011: results: total bilateral occlusion. Pregnancy test on (B)(6) 2011: results: negative; on (B)(6) 2011: results: negative; on (B)(6) 2014: results: negative. Concerning the injuries in the case, the following ones were described in patient's medical records: dysfunctional uterine bleeding ( confirming genital haemorrhage), bloating, pelvic pain, urinary tract infection, fatigue, weight gain and vaginal discharge. Lot number s748471 is not valid. Lot number: 748471, manufacture date: 2010-06, expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: medical record received. Case became serious incident as removal was done. Reporters information, concomitant drug, and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.